Event description:
It was reported that the aseptic battery housing opened while the surgeon was cutting bone during a procedure. It is unk if there were any adverse consequences associated with this event. Further info has been requested from the account.

Manufacturer narrative:
The device has been rec'd for eval. The quality investigation is ongoing. A f/u report will be filed when the investigation is complete.